Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved device. The physician, who is an experienced angioseal user and 100% femoral operator, deployed the device as usual but the anchor was not released when deployed and came out together with the rest of the device when pulled back. Additional information was received on 11/10/2017. The patient was undergoing diagnostic angio before aortic valve replacement. (B)(6). The angioseal does not deploy correctly, the anchor came out with the rest of the device. Manual compression for 15-20 minutes according to instruction and hemostasis is achieved. Approximately half an hour later (bed resting patient) a hematoma was developing and manual compression was restarted and held for additional 8 minutes. Bed rest was extended for half an hour and the patient stayed in bed for two and a half hours. No additional problems were seen with the patient and the patient was discharged an hour after mobilization. There were no further problems documented.